Manufacturer narrative:
Date sent to the FDA: 9/5/2021 additional b5 narrative: it was reported that the patient underwent mesh revision on (B)(6) 2013 due to recurrent indirect incarcerated bilateral inguinal hernias, pain and discomfort.

Manufacturer narrative:
Date sent to FDA: 5/9/2021. (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2012 and mesh x2 was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.